Manufacturer narrative:
The aware date of the initial report was updated.

Event description:
Additional information was received from the company representative on (B)(6) 2015. It was reported that the company representative was at the pump replacement on (B)(6) 2015; however he did not know why the pump was being replaced. He was unaware of the events leading up to the replacement. No further information was provided, regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 4000 mcg/ml at 652 mcg/day via an implanted pump system. The patient was not getting good pain control. Over the past two or three refills, the pump was off by 5 ml or more. The exact dates and volumes were not available. The pump was replaced a couple of weeks ago. Additional information was requested to determine what troubleshooting was performed related to the volume discrepancies, and if the cause of the volume discrepancies was determined.